Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: the pt underwent a hemicolectomy procedure on (B)(6) 2011 and developed an air leak post operatively. The pt returned to the hosp on (B)(6), and a re-operation was necessary to correct the staple line leak. To date, the report indicates that the leak occurred after the pt was discharged. The pt expired 5 days after the procedure.